Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not operate as expected" during surgery. The instrument were returned in good physical condition. It was concluded that the instruments were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge with a had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co's strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a laparoscopic ectopic pregnancy procedure. It was reported the atw35 did not operate as expected. It was reported upon visual inspection it appeared the device was partially fired and the safety lockout engaged. Another atw35 was opened and fired. Upon visual inspection it appeared to have worked well as all the staple drivers had fired. Rep is sending back both devices. There was no consequence to the pt.